Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine and fentanyl at unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that beginning sometime in 2019 the patient only get relief when he gives himself a bolus. It was noted that the patient did not think that the medicine was "going in automatically". The caller stated that a magnetic resonance imaging (MRI)was performed because the hcp thinks that maybe the catheter could be clogged. It was reported that post-MRI the patient was "real sick". It was noted that the patient was unable to lie flat due to their catheter being implanted at the top of their neck so he wanted to have the MRI performed with them sitting up. The caller was redirected to follow up with the hcp. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products and therapy dates: product ID: 8709sc, serial# (B)(4), product type: catheter; correction was made to the codes in this section. If information is provided in the future, a supplemental report will be issued.